Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist performed an evaluation of process errors, quality control (qc) data, and calibration results, and determined that there were no issues. A siemens headquarter support center (hsc) specialist reviewed the information and concluded that it is not a reagent lot or method issue. Qc recovery was within expected ranges and no other samples were affected. Review of the instrument data indicated that there were no process errors and no indication of an instrument malfunction. Precision studies performed by the customer also indicated no issue with imprecision. The issue is isolated to one patient sample and the cause of the discordant result is unknown. The potential cause of the discrepant result is due to sample specific issues such as sample handling and sample integrity. The presence of cellular debris, gel globules or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. The customer has continued to run samples on the instrument. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the same instrument and alternate instrument. The repeated results were higher and the result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed glu result.